Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump stopped working because of pump had a damage at top of the battery compartment piece missing. Blood glucose value at the time of event was 179 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-332a, mmt-1780kpk, mmt-399a. Troubleshooting was performed. Customer confirmed pump had a damage at keypad, screen/display, battery tube side. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1780kpk was requested and the customer response was that the device will be returned. Product mmt-399a was returning for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self-test. No audio/vibrate anomaly/absence of alarm noted during testing. Unit successfully downloaded to thus and carelink. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The pump p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube), broken battery tube threads and minor scratches on screen. Audio/vibrate anomaly/absence of alarm not confirmed. Unable to verify high bgs. Cosmetic damage confirmed at keypad and back of the pump, however, not confirmed at screen. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.